Event description:
On (B)(6) 2012, the patient contacted animas stating that the pump would intermittently lose power or would lose power during a cartridge/site/set change. The patient denied that the pump emitted a "replace battery" alarm. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured tightly to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box showed evidence of unexplained pump reboots. The original complaint was unable to be adequately investigated due to a very dim/faded display screen. The returned battery cap contact measurements were within specifications. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the battery compartment was found to be cracked on the side from the threads to the cover. There was no damage found to the returned battery cap and was able to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.